Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years, 4 months. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that after over 2 years of support, low flow alarms sounded from the system controller. The patient was asymptomatic. The system controller log files reviewed by the manufacturer¿s technical service representative showed several entries where the pump was not able to hold the set speed. Additionally, it showed high pump power consumption. A CT scan revealed no flow through the pump. A decision was made to stop the pump and perform a pump exchange on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
Device evaluation: thrombus was confirmed through the evaluation of the returned device. The pump was returned assembled with the driveline cut approximately 2 inches from the pump housing and 6 inches of the severed portion of the driveline was returned. The inflow conduit and outlet stator were examined and revealed non-laminated depositions that appeared consistent with poor surface washing resulting from an interruption in flow. The distal side of the inlet stator and the rotor also revealed similar depositions. The proximal side of the outlet stator revealed dark, denatured depositions occluding the outlet stator. Its areas of denaturation as well as the contact marks observed at the distal end of the rotor, suggest that it was present for an undetermined period of time while the device was supporting the patient. Although a root cause for the development of the observed depositions could not conclusively be determined through this evaluation, they could have contributed to the pump speed drops and pump power elevations observed in the submitted log file. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.